Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the programmer had intermittent interrogation and it was discovered that the radiofrequency head connector on the link electronic module board was loose and therefore the board was replaced and calibrated. The hard drive was reconfigured and the software reloaded. (B)(4).

Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.